Event description:
On (B)(6) 2020, allergen received notice from a provider that a female patient treated with coolsculpting to the lower abdomen, bi-lateral on (B)(6) 2019 and on (B)(6) 2019 using a cooladvantage+ coolcore contour applicator developed paradoxical adipose hyperplasia (pah). The determination was dated (B)(6) 2019 by the treating physician noting: visible enlargement: firmer larger.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
On (B)(6) 2020, allergen received notice from a provider that a female patient treated with coolsculpting to the lower abdomen, bi-lateral on (B)(6) 2019 and on (B)(6) 2019 using a cooladvantage+ coolcore contour applicator developed paradoxical adipose hyperplasia (pah). The determination was dated (B)(6) 2019 by the treating physician noting: visible enlargement: firmer larger.